Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test kit for two (2) tests performed on various dates. This MFR. Report addresses test two (2) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on an unknown sample type. Initial testing was performed using a binaxnow covid-19 antigen self-test on (B)(6) 2024 which produced a negative result. Additional testing was performed twice on (B)(6) 2024 via flowflex rapid antigen tests which generated positive results. The consumer indicated they were experiencing symptoms such as fever, sore throat, runny nose, sneezing, and fatigue. The consumer also took daily doses of mucinex fast-max maximum-strength day and night. Although requested, no additional information, including outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Correction to g3 on mfg report 1221359-2024-00491-00: the aware date for the initial report should be 02jul2024 instead of 06jul2024. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000799196b with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 000799196b, test base part number 195-430wjr/ lot: 799196. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000799196 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to the specific patient sample.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test kit for two (2) tests performed on various dates. This MFR. Report addresses test two (2) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on a nasal sample. Initial testing was performed using a binaxnow covid-19 antigen self-test on (B)(6) 2024 which produced a negative result. Additional testing was performed twice on (B)(6) 2024 via flowflex rapid antigen tests which generated positive results. The consumer indicated they were experiencing symptoms such as fever, sore throat, runny nose, sneezing, and fatigue. The consumer also took daily doses of mucinex fast-max maximum-strength day and night. Although requested, no additional information, including outcome, was provided.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test kit for two (2) tests performed on various dates. This MFR. Report addresses test two (2) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on a nasal sample. Initial testing was performed using a binaxnow covid-19 antigen self-test on (B)(6) 2024 which produced a negative result. Additional testing was performed twice on (B)(6) 2024 and (B)(6) 2024 via flowflex rapid antigen tests which generated positive results. The consumer indicated they were experiencing symptoms such as fever, sore throat, runny nose, sneezing, and fatigue. The consumer also took daily doses of mucinex fast-max maximum-strength day and night. Although requested, no additional information, including outcome, was provided.

Manufacturer narrative:
Correction: medical device problem code corrected to a090804. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000799196b with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 000799196b, test base part number 195-430wjr/ lot: 799196. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000799196 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to the specific patient sample.